Event description:
Report rec'd from abbott international affiliate of a suspected over-delivery. The report states: "the claim over-delivered. It was supposed to deliver 8ml/hour. However it was observed it delivered 100ml in 6-7 hours. Pt was fine no ill effects. The drugs delivered was polybag and ropivicaine. Premixed and mfg'd by astra zeneca. The pump was programmed in epidural mode only and normal abbott epidural set was used." Though requested, there was no further info available.